Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side ¿severe encapsulation, grade iii with deformation¿, ¿double capsule¿, ¿lobulation of contours¿, ¿periprosthetic fluid inside grooves¿, ¿remains of silicone in axillary region¿, and ¿siliconomas¿. The device was explanted without obvious rupture.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿severe encapsulation, grade iii with deformation¿, ¿double capsule¿, ¿lobulation of contours¿, ¿periprosthetic fluid inside grooves¿, ¿remains of silicone in axillary region¿, and ¿siliconomas¿. The device was explanted without obvious rupture.